Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated a replace battery alarm (eaw 128) associated with a voltage drop. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were damaged and the cap was unable to secure properly to the pump. A leak test showed a leak at the battery compartment crack. During investigation, the pump powered on with a dim, discolored display. Current draws measured within specifications. The pump case was removed and moisture contamination was found inside the pump on the battery canister. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump battery compartment was cracked. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.